Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 28jan2019. The customer replaced the touchscreen to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 01/23/2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator touchscreen will work initially, then after 5 minutes be unresponsive. There was no patient involvement. The event date was not specified; estimate used.